Manufacturer narrative:
The certas plus valve was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a possible root cause for the issue reported by the customer could possibly be linked to the patient. However, it was not possible to confirm and identify the root cause of this assumption as the product was not returned for investigation. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A patient reported: "I was born with hydrocephalus and spent 90 percent of my life with a vp shunt.". "Had a certas valve implanted 3 years ago. Had gone to another neurosurgeon who reprogrammed it and destroyed my hearing. I had perfect hearing and now I can no longer hear in my left ear and my right ear is losing its battle.". No additional information was provided after several attempts".